Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone and fax#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit¿ ii syringe could not be used due to cracks on the inner part (barrel) being cracked. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: bd was not provided a photo or sample to investigate for this record. We are unable to fully investigate the incident. A review of the device history record could not be performed as a lot number was not provided for this incident. Investigation conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.